Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with blank display. The customer's blood glucose level was reported to be 234mg/dl. Troubleshoot was reported to be conducted. It was reported that the device would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to broken solder joint on the interface board and with corroded battery tube. The insulin pump had cracked case at the display window corners, cracked reservoir tube, broken battery tube threads and minor scratches on the lcd window. The insulin pump was missing the end cap sticker.